Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.